Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent a hardware removal due to a non-union and infection. The titanium cannulated trochanteric fixation nail was removed and a biotech spacer was put in. A total hip is planned for the future. The procedure outcome and patient status are unknown. This report is for one (1) 12mm/ 135 deg ti cann troch fixation nail 170mm-sterile. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: (B)(4), manufacturing date: 11-jun-2013, expiration date: 01-may-2022, part number: 456.323s, 12mm/135 deg ti cann troch fixation nail 170mm - sterile, lot number: 7403635 (sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance met all inspection acceptance criteria. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Inspection sheet, final inspection, met all inspection acceptance criteria. Packaging label log lppf, was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to non-union and infection¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.